Event description:
It was reported that "low amplitude ECG reading erratically and inappropriately on iabp, unresolved with troubleshooting. The pump was ultimately exchanged. The affected pump was tagged and sent to biomed. The issue was detected while the patient was receiving therapy in the ICU. The nurse called from the ICU regarding a low amplitude, erratic, and inappropriate ECG waveform on the iabp, despite a normal ECG waveform being observed on the ICU monitor. A low amplitude ECG waveform was visualized through a picture provided by the nurse. The iabp was in autopilot mode, 1:1, ap trigger. The nurse informed me that, prior to calling, the iabp leads had been exchanged with no resolution. Lead scores were all 15's. I instructed the nurse to change the leads/lead placement once more; however, the lead scores remained all 15's. It was confirmed that reusable leads were in use and that no extraneous wires were crossing over the iabp leads. The gain was increased from 20 to 96, with no change in amplitude. In order to isolate the issue, we started by exchanging only the ECG cable. The iabp then issued a "no ECG signal available" alert. We subsequently replaced the reusable leads; however, the pump continued alerting "no ECG signal available," with no ECG waveform displayed on the screen. We then connected the same ECG cable/leads to an alternate pump, and the ECG waveform appeared appropriate, with no low amplitude noted. The remaining connections were switched to the new console with no further issues. The affected pump was tagged and sent to biomed." No patient injury or consequence reported.

Manufacturer narrative:
(B)(4)